Event description:
It was reported that the right ventricular lead was explanted due to oversensing and high impedance of greater than 3000 ohms. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention'. It was also alleged that the patient has 'sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages'.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; partial lead in segments was returned for analysis.